Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an amputation procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a slight delay to obtain a new blade and the procedure was completed successfully. This report is for the second blade.